Manufacturer narrative:
Results: a sample was returned for evaluation. The returned sample shows a hole in the tubing at the IV end. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5245670. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while collecting from patient significant amount of blood started to flow outside of the tubing from just below the needle hub. The user found a hole in the tubing of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. No injury or medical intervention reported.